Manufacturer narrative:
Weight - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal vip was in the foil bag and the plastic round bumper was not attached. Additional information was received on june 15, 2018. The reported event occurred after finishing a percutaneous coronary intervention (pci) left heart case. At the end of the procedure the user closed with an angio-seal device. There is a round hub 1 or 2 cm above the bypass tube distally, that is inserted into the hemostatic valve. A second angio-seal device was open and used. There was blood loss. The patient's condition was reported to be stable. The outcome of the procedure was satisfactory with the second angio-seal. There were no other devices or equipment used with the reported device. Additional information was received on june 19, 2018. The hub was off in the package. The blood loss was less than 250 cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.